Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique. The breach in aseptic technique was further described as the patient made mistake and performed pd in unhygienic condition. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1 gm, every third day, ongoing, route not reported) and ceftazidime injection (1 gm, once daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. Pd therapy was ongoing. No additional information is available.